Event description:
While patient was undergoing an endoscopic retrograde cholangiopancreatography, as the practitioner was obtaining a papillotomy, the cutting wire broke, so no further current could be obtained. This ultratome was withdrawn with incident and a new ultratome was inserted and the procedure completed. Patient experienced no adverse effects.